Manufacturer narrative:
The insulin pump was received with an intermittent up arrow button response due to a flattened button dome switch. The unit passed the self-test and the after battery change error test. The unit had no alarms during testing. However, an alarm was found in the alarm history file due to a corrupted history file. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report an after battery change alarm, an "external ram crc error" alarm, a "displayable history crc check failed on startup" error alarm, and a keypad anomaly. The customer's blood glucose level was 272 mg/dl. The customer stated the device did not have a battery in it for 2 weeks. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.